Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies. Blood glucose was over 400 mg/dl. As the pump supplies were changed, tandem technical support was unable to determine a possible cause of the occlusion.